Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 33 mg/dl. Customer treated their low blood glucose levels with a soda. Customer declined to troubleshoot low blood glucose and advised they will monitor the insulin pump and their blood glucose levels.